Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(4) received two lead with the same lot number. The patient was in a motor vehicle accident a few months ago, after which the patient experienced unwanted stimulation all over his body. Diagnostics indicated multiple low impedance values. Reprogramming was attempted, however, it was unsuccessful as stimulation was positional in nature. X-rays indicated the left lead had migrated. The implant date is unknown for the following device: model 3788, scs ipg.

Event description:
Follow-up identified the patient underwent surgical intervention to implant another manufacturer's product. The patient's initial issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.